Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of radio frequency (rf) telemetry was observed. Bringing the patient in-clinic and troubleshooting were discussed.

Event description:
New information received notes that the problem was identified to be with the patient's merlin box not connecting, along with there being another abbott patient in the next exam room. This event ended up being a non-issue.